Event description:
Information was received indicating that a smiths medical device was not heating or circulating water. There were no reported adverse events.

Event description:
(B)(4): no heating or circulating water. Additional information received 7 may 2020: was a service call of malfunction. No heating from trauma department.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection found it to be in good physical condition, but no h-31b air detector included. Further inspection found a crack in the return tube which had leaked water, damaging multiple internal components. The problem source has been determined to be the design of the device, and return tube, and main pcb were replaced.